Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event was discovered during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported system error 345 was not reproduced. A review of the event history log revealed system error 345 messages which verifies the issue, however the device was found in specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The ultrasonic sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.